Event description:
The user is questioning the "no shock advised" voice prompt given by the device during a patient use event. The device does not appear to have appropriately recording the event information. The patient did not survive.